Event description:
Error 51

Event description:
Error 51. The device was received for evaluation and verified customer reported issue of 'broken pin.' Found pin from usb communication cable stuck in speaker/flex ic connector, unable to remove; replaced speaker/flex ic. Found abnormal noise from ocs motor assembly during test 15, replaced. Downstream pressure reading outside of allowable range during testing, calibrated pressures. Flowrate reading at far limit of allowable range during testing, calibrated flowrate. Device history log was reviewed, one error 51 is present. Event cannot be confirmed, data embedded in history log is insufficient to confirm the reported event. Cleaned pump and post service tested w/ known good power cord per quality control. Pump now functions as intended and is released for further use. After repair, device was found to meet specifications. Error 51 (defective speaker) is known and is linked to a software issue. This error has been addressed by a CAPA and corrected in the latest software version available 1.9a.